Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on the rv lead was observed via a merlin.net transmission. It was also noted that stored episode of noise was detected as vf. The lead was capped on (B)(6) 2016 and replaced. The patient was doing fine before, during and after the procedure.